Manufacturer narrative:
Failure analysis for fiber 0010-2400-625a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign and blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 23:09 minutes, 159,036 joules while using the surgical fiber during a prostate procedure, the fiber output was observed to be forward firing. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.